Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2018. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The right ventricular lead exhibited high pacing impedance; the impedance had been steadily increased. All other electrical measurements were normal. The patient was asymptomatic to the event. The physician suspected that the gradual increase in the impedance indicated a physiologic change and not actual lead damage. No intervention was performed and the patient will continue to be monitored.